Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 1,053 mg/dl. The customer had passed out and her daughter found her on the floor. When the infusion set was removed at the hospital it was discovered that the cannula was bent; it is unknown whether or not the cannula was bent prior to the hospitalization, though. The customer stated that she did not receive a no delivery alarm. At the hospital she was diagnosed with diabetic ketoacidosis. Troubleshooting was initiated to inspect the pump for damage and functionality. The customer was advised on proper infusion set insertion technique. The customer did not have a tubing clamp available for the high pressure test. No products were returned and a tubing clamp was shipped to the customer in order to perform the high pressure test to be sure that the no delivery alarm occurs when there is an occlusion.